Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defect in the cable unit (likely from wear and tear). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found a purple image due to cable failure, a cracked video connector cover, dirt on the outer cover, and image failure. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, displayed a purple image. The issue was found during inspection for use for a therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.